Manufacturer narrative:
Continued: e.1.: zip code: (B)(6), phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Regulatory agency reported "capsular contracture, baker grade IV: breast is very hard, deformed, and painful to touch". Healthcare professional later reported capsular contracture; baker grade IV confirmed". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Regulatory agency reported "capsular contracture, baker grade IV: breast is very hard, deformed, and painful to touch". Healthcare professional later reported capsular contracture, baker grade IV confirmed". This record is for the left side. Device has been explanted.